Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was installed on universal surgical manipulator (usm4) and exhibited non-intuitive motion. The technical support engineer (tse) advised the customer to reseat the sterile adapter (sa) and reinstall to another usm, but the issue was reproduced, the use of the instrument was discontinued, and it was replaced to the backup. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in an unintended direction. The issue occurred with the surgeon¿s head inside the surgeon console. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and exhibited unintuitive motion in the pitch direction(s). The grip tips moved within the joint limits in the opposite direction. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. Other components adjacent to the dislodged snake wrist do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube.